Manufacturer narrative:
On 12/20/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/9/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device a crease was noted on anterior aspect. Also a tear was observed within the crease measuring approximately 0.6 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/23/2020, mentor became aware that patient went under bilateral explantation and replacement with catalog number: 3501680; serial number: (B)(6) on the right side and with catalog number: 3501680; serial number: (B)(6) on the left side on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/4/2020, mentor became aware that the previous submission inadvertently did not report the updated date of implant which is (B)(6) 2014. Hence, field d6 implantation date has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/18/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Concomitant medical products: left; 425cc mentor smooth round moderate profile; catalog number: 3501670; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast surgery with a 425cc mentor smooth round moderate profile and was presented with breast implant deflation on her right side postoperatively. As a result, the device will explanted on (B)(6) 2019.